Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and pocket erosion. Antibiotic treatment was necessary. The cardiac resynchronization therapy defibrillator (crt-d) and the leads were explanted. No further patient complications have been reported as a result of this event.